Event description:
It was reported that during an original surgery to implant an inflatable penile prosthesis(ipp) a pump was tried and not used due to poor pump function. A patient outcome was not reported.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. With all the available information, boston scientific concludes that product analysis confirmed the reported event of the pump would not function. Device history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested; no visual damages were found upon inspection and no leaks were found. Under microscope it was observed that the pump poppet rod was identified to be misaligned. The pump was not functionally tested due to the misaligned poppet rod. Labeling review: a review of the ams 700 msp pump operating room manual (orm) was performed. As stated throughout the operating room manual ams 700 ms pump, "do not squeeze the deflation button and the pump bulb at the same time." The misalignment or displacement of the poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Based on the statements provided throughout the orm, it can be concluded that a problem does not exist in the orm. Investigation conclusion: the investigation conclusion code of failure to follow instructions was chosen as the damage observed can be traced to the user not following the manufacturer's instructions.

Event description:
It was reported that during an original surgery to implant an inflatable penile prosthesis (ipp) a pump was tried and not used due to poor pump function. A patient outcome was not reported.